Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of barrel cracked was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample, material number or lot number were provided for evaluation. A review of our risk management documentation was not performed since the material and lot number were not provided for the investigation.

Event description:
It was reported that a crack in the unspecified bd¿ syringe barrel caused velcade medicine to leak out during use. The following information was provided by the initial reporter: "one of our rnâ¿¿s tried to administer this velcade injection and the drug starting leaking out of the crack. We followed proper procedure cleaning the spill and disposing the drug. We have asked the pharmacy to re-mix, the patient has already been waiting 3 hours... ¿ was there any patient impact or harm? If so was there a need for any medical treatment or intervention? The nurse who was administering the chemotherapy saw the crack before any harm came to the patient. There was additional wait time for the patient since the drug had to be remixed by the pharmacy. ¿ was the crack in the barrel or where was it located? The crack was on the barrel of the syringe."

Event description:
It was reported that a crack in the unspecified bd¿ syringe barrel caused velcade medicine to leak out during use. The following information was provided by the initial reporter: "one of our rnâ¿¿s tried to administer this velcade injection and the drug starting leaking out of the crack. We followed proper procedure cleaning the spill and disposing the drug. We have asked the pharmacy to re-mix, the patient has already been waiting 3 hours. Was there any patient impact or harm? If so was there a need for any medical treatment or intervention? The nurse who was administering the chemotherapy saw the crack before any harm came to the patient. There was additional wait time for the patient since the drug had to be remixed by the pharmacy was the crack in the barrel or where was it located? The crack was on the barrel of the syringe."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.